Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) making weird noises. There was no patient harm or injury.

Manufacturer narrative:
Updated fields: b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found the pressure tube that sits inside of the compressor was completely out, which caused a low output of the compressor and a leak. The fse reattach the hose and completed complete checkout of the device. All functional and safety checks are met to factory specifications was performed.

Event description:
N/a.

Manufacturer narrative:
Updated fields: g6, h2, h11. Corrected fields: e3.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 investigation finding, medical device problem).